Event description:
Customer reported an asystole event happened and there was no audible alarm. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow up report will be issued when the investigation has been completed